Event description:
It was reported that during a liver resection case, the clips were applied to tissue but once applied they simply fell off the tissue. This issue has occurred in the past at this hospital. The surgeon used a competitor¿s product to complete the operation and no adverse event occurred with the patient. No lot number was provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Additional information: have these other events been reported? Yes. Did the clips fall in the patient? Unknown. If so how were the clips retrieved? Unknown. 7 clips conforming, one clip partially formed and one scissor clip, were return for analysis. Event described could not be confirmed as no device was returned. No lote or batch were provided, bhr could not be performed.